Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the o-ring on the pump was broken. The customer stated that the pump was not dropped or bumped. The product was returned for analysis.